Manufacturer narrative:
Tandem¿s t:flex user guide states: ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. It was noted that the cartridge was filled with 480 to 500 units of insulin. The customer's blood glucose level was not impacted. Reportedly, the customer reloaded the cartridge.